Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) and right atrial (ra) lead. Additionally, automatic mode switch (ams) was observed on the ra lead. The suspected cause of the event was due lead damage on the rv and ra lead, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed, and no abnormalities were observed.